Manufacturer narrative:
The insulin pump passed the rewind, displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported the customer has had a history of no delivery alarms. The customer was no longer using the insulin pump due to the alarms. It was also reported the alarms was not caused by the infusion site as it has been changed several times. No additional information provided.